Event description:
The patient reported exposed and frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. In addition, no power clip was attached and/or returned. It is unknown if the power extension was unseated during use, shipping or during decontamination process. External and internal visual inspections of unit revealed exposure of cable, right ang ext, 2.5id/5.5od 16awg. There was no damage to the power supply or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The reported complaint of power connector plug has frayed/exposed wires was confirmed. A review of the DHR was performed for batch #8602764 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.